Event description:
During recovery from general anesthesia, the pt reported chest discomfort. A small perforataion of the esophagus was confirmed during a follow-up examination, where an x-ray contrast study was performed. The pt was referred to surgery where the perforation was repaired laparoscopically. The perforation of the esophagus healed properly and no further injury was reported. After further review of the procedure video, the initial reporter concluded that the perforation most likely occurred when the flexible sew-right device was advanced into the esophagus. At this time, the endoscope was located at the distal end of the esophagus. When resistance was met during sew-right device advancement, the user continued with force. When the resistance subsided, the device exited the distal end of the external accessory channel forcefully. Additional info provided with this report indicated the position of the endoscope was angled because the pt's esopahgus was angled more than normal. Also, the pt's esophageal tissue was described as extremely fragile where the perforation occurred.